Event description:
This complaint is from an academic conference, the 15th annual meeting of the society of interventional cardiology in another country. The product involved was a cypher stent. The stent was in a location that served as hinges during vessel movement in the cardiac contraction cycle. A stent fracture occurred at the edge of the implanted or overlapped stent. The pt also underwent target lesion repeat revascularization for restenosis. The pt was treated with another cypher stent. No additional info is available at this time.

Manufacturer narrative:
This device (lot unk) is distributed outside the united states; however it is similar to the united states product. The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.